Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in the united kingdom, during the preparation of this 23mm sapien 3 ultra valve, the valve was discarded due to a lazy leaflet. A new valve was taken and implanted. As per additional inspection of the valve, leaflet crease was identified in the inflow side at c2 cp2.

Manufacturer narrative:
The complaint for a leaflet crease was confirmed based on the evaluation of returned device. However, no manufacturing nonconformances could be identified. A review of the IFU and training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per evaluation of returned device, a crease was observed on leaflet cp2. This crease likely resulted from operator manual assembly technique. The crease on leaflet was potentially led to irregular leaflet appearance or inadequate leaflet coaptation as reported. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment and corrective or preventative action were previously initiated. The complaint event was manufactured prior to these changes. As a result, no further product risk assessment nor corrective or preventative action is required at this time.